Manufacturer narrative:
Logs acquired for further investigation; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system restarted without user action; issue not reproducible on a azurion 7 b12. The clinical use of the system was outside of use. There was no reported patient or user harm.